Manufacturer narrative:
The customer returned the suspected contour next one meter (serial # (B)(4). An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next one meter and in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next one meter (serial # (B)(4)) and no manufacturing anomalies were found. The initial report indicated the device manufacture date for the contour next one meter, serial # (B)(4) as 06-dec-2018. The correct device manufacture date is 08-jun-2017, has been updated with this information.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.